Event description:
Boston scientific received information that the patient had a surface infection following implant and received intravenous antibiotics. The patient reported that the infection had caused the patient's right ventricular (rv) lead to experience an issue and that the lead was damaged due to it's tightly programmed parameters. The field representative for this patient did not have any information regarding any issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was seen for a follow up in-clinic and no device or lead anomalies were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.